Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency unit for a replacement. The patient was dizzy and experienced muscle twitching. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency unit for a replacement. The patient was dizzy and experienced muscle twitching. The device was explanted. No additional adverse patient effects were reported. This is a duplicate any further information will be provided in tw (B)(4).